Event description:
It was reported when using the bd p100 blood collection system for plasma protein preservation there was poor barrier separation of the sample. This event occurred 8 times. The following information was provided by the initial reporter. It was reported "the mechanical separator failed. Mechanical separator failed / broke in 7 out of 96 samples tested. Issue appears to be the "ballast" component of the separator decoupling from the "bellows", leading to the separator getting stuck/jammed in the tube during centrifugation and preventing it from properly forming a barrier."

Manufacturer narrative:
The following fields were updated due to additional information: d10. Device available for eval? Yes. D10. Returned to manufacturer on: (B)(6) 2021. H6. Investigation: bd received 48 samples and 8 photos provided by the customer in support of this complaint. Visual examination and draw testing of returned samples was performed and did not reveal a mechanical separator failure. The photos were evaluated and show that the mechanical failure did not work properly. In addition, retention samples were visually evaluated with no issues being identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to duplicate the customer¿s indicated failure mode because the defect was not observed in the testing of the customer samples. This complaint has been confirmed based on the photos provided , all other testing was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd p100 blood collection system for plasma protein preservation there was poor barrier separation of the sample. This event occurred 8 times. The following information was provided by the initial reporter. It was reported "the mechanical separator failed. Mechanical separator failed / broke in 7 out of 96 samples tested. Issue appears to be the "ballast" component of the separator decoupling from the "bellows", leading to the separator getting stuck/jammed in the tube during centrifugation and preventing it from properly forming a barrier."